Manufacturer narrative:
(B)(4). It is unknown if product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for a left hip acetabular revision with a custom component due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.